Event description:
It was reported to lifecell that the patient had the device placed for large ventral hernia repair and bowel resection. The patient developed abdominal distention, skin breakdown on post-operative day six CT scan revealed reherniation. On post-operative day ten, the patient was returned to the operating room where the device was found to be gelatinous. The patient had necrotic skin and areas excised and had defect repaired with 2 like devices and wound vac therapy. The patient was progressing at the time of this report. Although there is a serious injury noted, lifecell determined that the patients condition was a direct contributing factor as evidenced by skin and wound necrosis, without infection. As per IFU, the device should be placed in maximum possible contact with healthy, well vascularized tissue to promote cell ingrowth and tissue remodeling. Lifecell is now reporting this event as a malfunction, in that the device didn't meet the performance expectation of the customer, which lead to surgical intervention. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. As of (B)(4) 2010, (B)(4) devices have been distributed, including (B)(4) devices that were reported as implanted from lot s10650 per returned (B)(4) cards. As of today there is no other complaint reported to lifecell against complaint lot s10650. Conclusion: based on the information reported and internal investigation into complaint related lot, the event was unrelated to the device and the device met qc release criteria. Although there is a serious injury noted, lifecell determined that the patients condition was a direct contributing factor as evidenced by skin and wound necrosis, without infection. Lifecell is now reporting this event as a malfunction, in that the device didn't meet the performance expectation of the customer, which lead to surgical intervention.